Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient that presented for a follow up exam. Upon interrogation of the implantable cardiac monitor, it was noted that there was an episode of asystole. It discussed that this is not a true asystole but that the signal is saturated due to an electrical charge. The patient will continue to be monitored. No patient symptoms were noted.